Event description:
Boston scientific received information that this patient presented to the emergency room with a heart rate of 37bpm and syncopal symptoms. This right ventricular (rv) lead was exhibiting elevated threshold measurements and loss of capture. The lead appears to be in the the correct position. The rv output was reprogrammed and the patient was discharged. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be re-evaluated if additonal information is received.